Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found a diagnostic error code in the ventilator logs which indicated that there was a loss of ventilation to the patient. The fse reported that the there was an air network and obstruction of the expiratory filter which led to the opening of the safety valve as designed. It was also noted that the ventilator was overdue for the 10k maintenance, the charger cable with pinout damaged, oxygen sensor overdue and the alternating current (ac) cable incompatible and crashes screen. Approval from customer is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that during use the 840 ventilator had "safety valve failure". However, later it was clarified that the safety valve worked correctly. Patient information was not provided.